Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user connected a filled syringe to the new infusion set tubing and performed the fill tubing until drips of insulin were seen at the end of the tubing. Reportedly, the user inserted the infusion set into their body with the filled syringe still connected to the tubing. The user removed the syringe from the end of the tubing line. At the time of the report the user's blood glucose (bg) level was 170 mg/dl. A follow up with the user indicated that the user's bg level was 317 mg/dl and rising. Reportedly, the user believed the elevated bg level was due to not being connected to the pump. The user would connect to the pump and administer a correction to address bg level.